Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 software version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a electrode and probe placement procedure. It was reported that the system having an internal error 64. This occurred during registration when switching from the mr to the CT. The CT was a large file and was taken with bone fiducials. Unknown delay to procedure and no impact on patient outcome. On 2020-jan-22 initial reporter (rep) new information received: surgeon's name was provided. There was no delay to the case. The representative stated he has no patient information. The issue was resolved after clicking ¿ok¿ on the error msg, system rebooted itself to login user screen, system operated appropriately after that and was used for the case. Patient was not in position for surgery yet so there was no delay. No troubleshooting was done. On 2020-jan-23 initial reporter (rep) new information received: patient information provided.